Event description:
The hcp returned the pt's explanted device system to the MFR with no information provided. Additional info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed a pump tube drug permeation. The pump tube had a "roughed area" showing characteristics of a change in the tubing. It is most likely a permeation due to 0.5 ml of liquid found in the motor compartment. The drug found in the pump's reservoir was morphine sulfate.